Event description:
It was reported that the implantable neurostimulator (ins) had early battery depletion due to a short circuit. The patient experienced deterioration of focal dystonia. Impedances were checked. The ins was replaced. After the ins replacement, the patient had improved dystonia; however, not to the level as the previous implant. There was no patient harm reported and patient outcome was ok.